Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A pairing test was performed and passed. Bin analysis was performed and paired with the nordic bluetooth device. A bin file review was performed and failed. A review of the data was performed and a transmitter failed error was found within the investigation window. The customer allegation of a transmitter failed error was confirmed. A probable cause could not be determined. No additional patient or event information is available.